Event description:
During a coronary artery drug eluting stenting treatment procedure a taxus express2 8.8% 3.0x16 mm drug eluting stent detached and embolized from the stent delivery system inside the patient. The index procedure treated six target lesions with seven taxus express2 drug eluting stents implanted. The lesion that this event corresponds ot is a severly tortuous region of the distal right coronary artery (rca). The physician attempted to direct stent the lesion, but was unable to cross the lesion. During this failed attempt the stent detached from the delivery system and embolized in the patient. According to the site, "the stent is inside the patient, nobody knows where exactly." No other stents were placed in this lesion and no patient complications have been reported. The patient was discharged home 2 days post index procedure receiving beta blockers, calcium channel blockers, asa, theinpyradine antiplatelet, and statin.